Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer stated that whenever she put a battery in the pump, it made a high pitch noise. Customer stated that the buttons were not working. Customer stated that the noise started about 5 minutes ago. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, and a cracked display window. No constant tone alarm was noted.